Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 17-nov-2023. H.6 investigation summary: samples were received and an investigation was performed. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that thebd ultra-fine¿ insulin syringe had foreign matter. The following was translated from korean to english: orange fm is inside the barrel.

Event description:
It was reported that thebd ultra-fine¿ insulin syringe had foreign matter. The following was translated from korean to english: orange fm is inside the barrel.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.